Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The bag/vent switch was replaced.

Event description:
The hospital reported that, at the end of the case, the unit was alarming and ventilation was affected. There was no reported patient injury.